Event description:
It was reported that prior to use the tip of syringe is discovered to be broken with a bd syringe 1ml ls 25ga 5/8in. The following information was provided by the initial reporter, translated from chinese to english: after opening the package of 1ml syringe, it was found that there was rupture at the nipple.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/29/2020. H.6. Investigation: one photo and one sample was received by our quality team for evaluation. From the photos, the syringe product was observed to be broken into two pieces: the assembled barrel and the needle attached with the broken barrel tip. From the samples, the team observed that the syringe barrel tip was broken and a missing needle attached with the broken barrel tip. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the customer verbatim, after opening the package of the 1 ml syringe, a rupture at the tip of the barrel was found. The sample could have been hit by a heavy force which resulted in the broken tip piece. The needle assembly station and the primary and secondary packaging was reviewed. In the needle assembly station, there are no possible contact points to the needle that can cause damage to the syringe tip. In the primary and secondary packaging, there are no activities observed that could contact this point on the syringe tip or needle. Based on the investigation, the non-conformance was not observed during the production run. Based on the device history review, there were no abnormalities detected during the production run, hence the root cause could not be determined. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the tip of syringe is discovered to be broken with a bd syringe 1ml ls 25ga 5/8in. The following information was provided by the initial reporter, translated from (B)(6) to english: after opening the package of 1ml syringe, it was found that there was rupture at the nipple.